Event description:
It was reported that the customer was unable to bolus via the mobile app. Reportedly the app and pump had lost connection. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly the customer addressed the bg with a correction bolus or manual injection, and regained connection to the mobile app. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.